Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure stent dislodgement occurred. The index procedure identified and treated three target lesions. Target lesion one was a de novo, mildly tortuous type b2 lesion of the distal lad (left anterior descending) artery measuring 2.25x14mm with an 80% stenosis. Target lesion one was treated with predilation and placement of a 2.25x16mm taxus liberte stent, resulting in 0% residual stenosis. Target lesion two was a de novo, mildly calcified, mildly tortuous type c lesion of the proximal lad artery measuring 3.5x23mm with a 70% stenosis. Target lesion two was treated with predilation, placement of overlapping taxus liberte stents (3.5x16, 3.0x12) and post dilation resulting in 0% residual stenosis. Target lesion three was a de novo, moderately calcified and tortuous, 100 % chronic occlusion of the distal circumflex artery measuring 3.0x20mm.target lesion three was treated with predilation, placement of a 3.0x24mm. During placement of a 3.0x24mm taxus liberte stent,the stent detached from the delivery system prior to deployment. The position where the stent remained was not at the target lesion, however it was deployed in the vessel. There were no reported patient complications. Patient condition is "good".

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of this reported complaint cannot be conclusively determined. Product unavailable for analysis